Event description:
Reference medwatch 1219856-2008-00083 for the first event involving the same patient. It was reported that the clinical support specialist (css) received a call from the sales representative asking her to phone the surgeon because of trouble inserting an intra-aortic balloon (iab) into a patient. The css called the operating room department and was connected to the anesthesiologist. The anesthesiologist explained that the surgeon had tried to place an iab on a very sick patient and the iab "coiled" back on itself. As a result, the iab and the guidewire are stuck. The surgeon had to perform another cut down to remove the iab and guidewire. A second catheter was used.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.